Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hypothermia was initiated 2.5 hours ago on the arctic sun device. Nurse reported that they have had flow issues since initiation of therapy. Device kept alarming. Nurse stated that patient temperature was 35.8c, target temperature was 36c, water temperature was 23.8c and flow rate was 0. Nurse attempted to check event log and they could not get any of the buttons to work. Mss asked the nurse to cycle the power and a red screen appeared. Nurse was unable to clear the alarm. Mss recommended the nurse to change different device and send this one to their biomedical engineering department for repair. Per follow up information received on 06-apr-2022, the device was being used on a patient during reported event, with no patient injuries. It was unknown if the patient completed therapy on this device but was sent to biomed. The biomed will be sending the device in for 2k hour preventive maintenance. Per sample evaluation result received on (B)(6) 2022, the arctic sun device would not fill and then short filled due to intermittent connector on the manifold harness. Device would not cool due to failed mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia was initiated 2.5 hours ago on the arctic sun device. Nurse reported that they have had flow issues since initiation of therapy. Device kept alarming. Nurse stated that patient temperature was 35.8c, target temperature was 36c, water temperature was 23.8c and flow rate was 0. Nurse attempted to check event log and they could not get any of the buttons to work. Mss asked the nurse to cycle the power and a red screen appeared. Nurse was unable to clear the alarm. Mss recommended the nurse to change different device and send this one to their biomedical engineering department for repair. Per follow up information received on 06-apr-2022, the device was being used on a patient during reported event, with no patient injuries. It was unknown if the patient completed therapy on this device but was sent to biomed. The biomed will be sending the device in for 2k hour preventive maintenance. Per sample evaluation result received on 22-apr-2022, the arctic sun device would not fill and then short filled due to intermittent connector on the manifold harness. Device would not cool due to failed mixing pump.